Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report with no results. The subject device has not yet been returned to olympus for evaluation hence the user's experience cannot be conclusively determined at this time. If the device is returned for evaluation or additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that during a polyp removal, the user was able to deploy the loop around the polyp, but the loop could not be released from the hook. The user then cut the handle off of the polyloop in an attempt to remove the scope from the patient, but with no success. The user facility contacted olympus technical assistance center and technical service engineer to seek guidance in removing the scope from the patient. The user was provided steps on how to disengage the loop based on the device instruction manual. The user was then able to remove the scope from the patient, and reinserted the scope and utilized a loop cutter to cut the remainder of the polyloop. The loop was left on the polyp. There was no patient injury reported.